Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured implant") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), pelvic pain ("sever pelvic pain") and infection ("infections"). At the time of the report, the device breakage, menstrual disorder, pelvic pain and infection outcome was unknown. The reporter considered device breakage, device dislocation, infection, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff underwent a not specified treatment due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ migration of essure device location of device: unknown/ perforation (other)") and device breakage ("fractured implant/ device breakage") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". Medical conditions: no prior history of peptic ulcer disease, jaundice, pancreatitis, alcohol abuse, or diverticulitis. Concurrent conditions included menses irregular, anxiety, depression, mood change, reduced interest in usual activities, loss of libido, abdominal pain upper, carpal tunnel syndrome, irritable bowel syndrome, hiatal hernia, smoker (one half pack of cigarettes a day), colonic diverticulosis, cholecystectomy, nausea, vomiting, chronic cholecystitis, hiatal hernia, sulfonamide allergy and overweight. Family history included death of mother and colonic polyp (mother). Concomitant products included ondansetron (zofran) and prednisone. On (B)(6) -2005, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain ("sever pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced mental disorder ("psychological or psychiatric problem- condition"). In (B)(6) 2017, the patient experienced perforation (seriousness criterion medically significant). In 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and urinary tract infection ("infections/ infectiontype: uti"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device breakage, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, menorrhagia and mental disorder outcome was unknown. The reporter considered device breakage, menorrhagia, menstrual disorder, mental disorder, pelvic pain, perforation, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff underwent a not specified treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6) 2014: CT scan did show right ovarian cyst otherwise was neg. (B)(6) 2014: CT scan of the abdomen and an ultrasound were performed. Both of these tests came back unremarkable (B)(6) 2014, biopsies of stomach: negative for helicobacter pylori infection. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Event psychological or psychiatric problem- condition added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ migration of essure device location of device: unknown/ perforation (other)") and device breakage ("fractured implant/ device breakage") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". Medical conditions: no prior history of peptic ulcer disease, jaundice, pancreatitis, alcohol abuse, or diverticulitis. Concurrent conditions included menses irregular, anxiety, depression, mood change, reduced interest in usual activities, loss of libido, abdominal pain upper, carpal tunnel syndrome, irritable bowel syndrome, hiatal hernia, smoker (one half pack of cigarettes a day), colonic diverticulosis, cholecystectomy, nausea, vomiting, chronic cholecystitis, hiatal hernia and sulfonamide allergy. Family history included death of mother and colonic polyp (mother). Concomitant products included ondansetron (zofran) and prednisone. On 1-sep-2005, the patient had essure (ess205) inserted. In january 2013, the patient experienced pelvic pain ("sever pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and urinary tract infection ("infections/ infectiontype: uti"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device breakage, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, menorrhagia, menstrual disorder, pelvic pain, perforation, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff underwent a not specified treatment due to complications from the essure device. Diagnostic results: (B)(6) 2014: CT scan did show right ovarian cyst otherwise was neg. (B)(6) 2014: CT scan of the abdomen and an ultrasound were performed. Both of these tests came back unremarkable (B)(6) 2014, biopsies of stomach: negative for helicobacter pylori infection most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics and concomitant disease added. Essure start date and indication updated. New (vaginal, menorrhagia) and essure confirmation test(s) not conducted were added. Infection updated to infection: uti. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.